Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation as no parts were replaced. The imaging system pendant was restarted through remote desktop, then the pendant appeared normal; issue resolved. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
An operating room (or) staff member from the site reported 'system booting please wait' was displayed on the pendant of the imaging system. Previous to this message being displayed they were unable to open the door to begin the rad/gain calibration. They were able to open the door via the door override button, but could not close the door with pendant controls. System was then rebooted and 'system booting' message was displayed on the pendant. The logs were requested logs via remote presence. There was no patient present when this issue was identified.